Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "a large amount of dirt and mildew" was found inside the bd plastipak¿ syringe casing before use.

Manufacturer narrative:
Investigation summary: it was performed the DHR, quality notification and maintenance analysis and no occurrences related to the occurrence was observed. The sample sent by the customer was verified and it was possible observe foreign matter ¿ grease residue. This occurrence is potential related to a contamination during molding process. The production personnel from molding dep will be notified about this complaint. The incident identified from this complaint will be monitored for trend evaluation.

Event description:
It was reported that "a large amount of dirt and mildew" was found inside the bd plastipak¿ syringe casing before use.